Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported a spectrum pump failed to alarm for upstream occlusion when the roller clamp was closed above the pump. This occurred while infusing an unk medication to a pt at a rate of 10 cc/hr. As a result, the pt's blood pressure "kept falling."